Event description:
It was reported that a pt experienced hypotension, headache and itching during a platelet transfusion through the device. The transfusion was stopped and hydrocortisone sodium succinate was administered. The pt recovered, no pt sequelae was reported. This pt rec'd four transfusions through this model device since 2/16/98 with no reactions. After this incident the pt rec'd three more transfusions through this model device and experienced itching on the 2nd and 3rd and shock on the 1st.

Manufacturer narrative:
Analysis/evaluation: unless substantially significant info becomes available, this constitutes a final report. The symptoms of the four (4) transfusion reactions that were described for this pt coincide with those known to be associated with anaphylactoid or immediate generalized reaction (the two (2) reactions characterized by shock and "heart agony" and two (2) allergic reactions {the two (2) reactions characterized by itching}). Allergic reactions have been associated with pt sensitivity to the plasma constituents which accompany the platelets during infusion, in such platelet preparations as contain plasma. It has been reported that washing of platelets would prevent some allergic, but not febrile, reactions. The causes of immediate generalized reactions include: 1. Bacterial and/or endotoxin contamination in one or more units of pc in the sequential administrations. Various estimates have been made concerning the incidence of such contamination, ranging from 0.05% to 10% of all platelet pools. 2. An immunologically mediated event. Anaphylaxis has been reported as a result of the transfusion of hla incompatible pc to sensitized recipient, and secondary to the transfusion of specific complement degradation products (i.e. C4d) to individuals lacking the chido and/or rogers blood group antigens. Five percent of the population is theoretically at risk for this phenomenon and it is directly dependent on the total quantity of plasma infused. 3. Infusion of activated platelets. Activated platelets have been associated with the adult respiratory distress syndrome, dyspnea, hypoxia, and shock. 4. Previous administration of emetogenic medication can increase the level of recipient's serotonin, additional to the serotonin load from the transfused platelets. This has the potential for severe hypotensive effects. In the case reported, the pt was not receiving such medication. 5. Ethylene oxide (eto) residuals have been reported to be a potential source of such reactions. 6. A cytokine induced inflammatory response. It is known that cytokines, including il1 and 6 tnf and paf, progressively accumulate in stored platelet concentrate (pc). Levels are directly related to wbc content during storage and storage time. Symptoms resulting from infusion of these substances included shock, gi disturbances, vasomotor instability, flushing, and pulmonary dysfunction. These symptoms are particularly likely to occur if the recipient is furher challenged with endogenous boluses of endotoxin. 7. In one study of platelet transfusions, an incidence of 5% hypotensive reactions was observed with plasma depleted pc, and 2% in leukodepleted pc with a device model similar to the implicated device. 27% of these hypotensive reactions had coincident symptoms other than hypotension. Hypotension in this report was defined as drop of mt 30mmhg systolic and 10mmhg diastolic. 8. Hypotensive reactions to platelet transfusions have been reported, coincidental to use of other brands of leukocyte reduction device, containing different materials of construction (and charge polarity). It appears that immediate generalized reactions following platelet transfusions occur with a natural and significant frequency and that leukodepletion does not increase, but may in fact decrease, the frequency of immediate generalized reaction. The symptom of itching is typically associated with an allergic reaction to soluble components in the plasma carrying the platelets. A review of the lot mfg hsitory and field history of the device used was not possible as the lot number of the devices was not recorded and the devices were not retained. The initial blood pressure in these incidents was not made available. Heddle, et. Al. Have reported that up to 3.6% of recipients of pc have hypotensive episodes of 30mmhg systolic/10mmhg diastolic or more. This pt was a chronic recipient of platelet transfusions four (4) prior platelet transfusions through the same model devices were uneventful. It is concluded that the multiple episodes reported were most likely related to medications employed and/or the nature of the blood products being transfused to this pt, or to unidentified predisposing factors in the pts in conjuction with any of the preceding.